Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that when the patient was about to go to the bathroom at night, they heard an unusual metallic sound coming from the pump. The patient's family also recognized the sound. The patient was asymptomatic at the time. The next day, the patient presented to the hospital and log file analysis was performed. The log file did not contain unusual events. The mechanical circulatory support (mcs) equipment was operating as intended. Additional information was received that the cause of the unusual noise from the pump was unknown. No particular diagnostic test was performed and the noise resolved on its own. The patient did not have any particular symptoms and the device and the patient were under follow up.

Manufacturer narrative:
E1: (B)(6) hospital. Manufacturer's investigation conclusion: the report of a metallic sound coming from the vad (ventricular assist device) in the evening of (B)(6) 2024 could not be confirmed through this evaluation. A specific cause for the sound, as well as a direct correlation to heartmate 3 lvas (left ventricular assist system), serial number (B)(6), could not be conclusively determined through this evaluation. The controller event log file contained events spanning from (B)(6) 2024. No notable events or alarms were captured, and the pump appeared to have been operating as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, contains the following information: section 6, as well as section 1, instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 left ventricular assist system patient handbook says to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.